Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is expected to be returned for analysis; however, at the time of this report, the device was not received. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
The wire reached to bk and advanced to small branch, and the wire got stuck. When the customer attempted to remove the wire, the wire got detached. Surgical procedure was performed, and the remained wire was removed from the patient. According to the physician, the wire advanced into the small branch and got stuck because the tip of the wire became a knot.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged 300-018 short taper g.w. Device; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. As received, the specimen presents a fracture of the core wire 4.08cm distal to the proximal end of the coil wire segment and a fracture of the stretched coil wire approximately 5cm from the proximal end of the coil wire segment. Both fractures present indications of ductile, tensile overload with torsional loading. The specimen also presents several bends of varying severity and frequency scattered over the length of the device beginning immediately proximal of the core wire fracture. At this time it is not possible to assign a definitive root cause for the reported event. Based on the evidence presented by the sample and the information provided, clinical and procedural factors appear to have impacted on the event as reported.